Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 08/27/2015. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Additional analysis noted 3 observations of needle induced seal damage to access port. Analysis noted a striated opening in the band tubing consistent with surgical removal of the device. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Caution: care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Physician reported device was removed. Follow up information: lab paperwork stated "faulty port" but did not say how it was faulty. Lab analysis revealed damaged port septum which indicates a port leak.